Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at mitek and forwarded to the supplier for root cause evaluation. Visual inspection revealed the device appeared in a used condition, the active tip of the device shows signs of activation. There is no obvious damage to the device shaft, and there is procedural debris visible with the suction tube. A flow test was performed and the reported blockage was confirmed. All other functional and electrical testing performed was successful. Further investigation was conducted by sectioning the device handle and a leak test was performed. A leak was detected between the internal suction tube and the external suction tube. The leak would have caused a reduction in the flow rate of the device allowing an excessive build-up of procedural debris to occur during use. A review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A supplier CAPA is open to further investigate leaks within the device handle. No further action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Reporters phone number (B)(6). DHR review: part number: 228146; supplier lot number: u1604092; release to warehouse date: 5/4/16; manufacturing date: 4/27/16; expiration date: 3/31/19; supplier: (B)(4); manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that during an arthroscopic decompression the electrode stopped sucking in the first few minutes of the procedure. The electrode had touched tissue in the joint space. There is no confirmation that it was buried in tissue. They tried the wall suction and it was working. A second device was opened, no delay or adverse event.